Event description:
It was reported that during a coronary stent procedure in which the stent would not cross the lesion, the physician experienced difficulty removing the device from the guiding catheter. The stent device became entangled in the wire braid on the guiding catheter and dislodged from the delivery system. The pt went to surgery for removal of the stent. The pt status is listed as "okay".